Event description:
The event involved a (B)(4) units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve, where it was reported during administration of a chemotherapy bag, the pump alarmed occlusion upstream. The customer stated a problem on the filter of the connection between the bag and the chemotherapy tree double clamp. Impossible to get past the end of the chemo bag. Clinical consequences noted were suction at the valve at end of the bag by the professional healthcare provider. This created a longer passage time for the patient. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.